Manufacturer narrative:
Insulin pump passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 220 mg/dl and 324 mg/dl. Customer stated that they was unable to describe the possible damage to the drive support cap. Customer also stated that they did not have lantus for manual injection. The insulin pump will be returned for analysis.